Manufacturer narrative:
The device was implanted in 2012; the exact implant date was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated and premature battery depletion was suspected. Device replacement was recommended and additional information was requested but not received.